Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height drawer 6 not sensing closed. The field service engineer reseated the rear row board cable, but the issue persisted. Cables on rows a, b, and c were also reseated with no change. The drawer controller was replaced, but drawer 5.2 still did not appear in the storage space configuration. The pyxibus controller was then replaced, the drawer was configured, and testing was successfully completed in hardware test application. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed to close and device not detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.